Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the bent cannula or to determine if it could have contributed to the reported hyperglycemia. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming the blue soft cannula is inspected for any damage. Locked down smartphone: lockdown, omnipod software app version: 3.1.5-p001, operating system: n5004l-am-q-mv01602-06-01.06, hardware: n5004l, cgm sensor type: l2+. *please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported the patient's blood glucose level rose to 17 mmol/l (306 mg/dl) while wearing the pod between 5 and 24 hours. When removed from the infusion site leg, the pod's cannula was found bent. As treatment a new pod was placed.

Manufacturer narrative:
After internal review on 13apr2026, g3 was corrected to the date that should have been submitted as the "date received by MFR" for MDR report reference number 3004464228-2025-61041-01.

Manufacturer narrative:
The device was received with the cannula assembly fully deployed. Inspection of the cannula assembly did not find the soft cannula bent, kinked or damaged. The download data did not show any timeouts or drive stalls during the run. The download data showed that an 0xbb alarm had been generated by the pod, indicating that a bolus command was received where the sum of the meal and correction boluses did not equal the immediate bolus amount. Investigation of the device found no damages or deficiencies that would contribute towards the 0xbb alarm. The hazard alarm did not contribute towards the reported symptom code.